Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported "noticed crack in PICC above hub, on line itself. Saline escaping on flushing. No harm done to patient or hcp. X3 piccs noted with same issue." It was reported this occurred with three devices. This report addresses the third device.